Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported initially that stimulation was unable to increase amplitude. Patient l4 lead is invalid, x-rays revealed that the l4 lead was fractured but was maintaining therapy due to the l5 lead working well. As a result the leads were explanted.

Manufacturer narrative:
The report event of the stimulation decreases by itself was confirmed. As received, visual inspection and microscope showed the returned lead was found all internal wires were broken. The broken wires are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the reported event is consistent with damage during use.